Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited false positive atrial fibrillation episodes due to oversensing. The patients intracardiac electrograms (egms) will continued to be monitored. The patient was in stable condition.